Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section e1 (facility & telephone). Device evaluation: the device was returned to zoll medical corporation; the customer's report was observed and attributed to a burnt relay on the main board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device took an extended amount of time to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.